Event description:
A customer reported an issue with a cartridge, which appeared to have a problem even though it was filled. There was no adverse impact on the customer's blood glucose level. The customer declined any follow-up from customer technical support, and no additional information regarding the outcome of the event could be obtained.